Event description:
Customer reported an unexpected negative reaction with capture-r ready ID extend I on the galileo. The patient is a female with a history of the anti-e antibody. Anti-e was identified using abid assay.

Manufacturer narrative:
There were no errors associated with the run. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event. Capture-r ready-screen ( I and ii), lot x180 was expired. The presence of the e antigen was confirmed through lot release records. The presence of the e antigen on retention capture-r ready-ID extend I, lot dp016 was confirmed with in house testing.